Event description:
A malfunction alarm, specifically malfunction 12, occurred with the customer's pump, although no notable events preceded it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed by technical support to use a multiple daily injection (mdi) as a backup therapy.